Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) italy alleging the patient's onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 1245pm. It was reported the patient obtained blood glucose results of "388, 191 and 306 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual management routine at the time of the alleged issue; however, later that same evening, the patient reportedly took more food/ drink and obtained a blood glucose result of "180 mg/dl" with another device. Prior to testing, the reporter claims the patient felt dizzy and her "attention at school went down." The patient took sugar as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the reporter on the correct cleaning technique prior to testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.